Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that the patient experienced lower back pain, dyspareunia, infection and polyuria post mesh implant.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 05/18/2016.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh excision and cystoscopy on (B)(6) 2015 by (B)(6) md for pelvic pain.

Event description:
It was reported that patient underwent mesh excision and cystoscopy on (B)(6) 2015 by (B)(6) md for pelvic pain.